Event description:
It was reported that a cartridge alarm occurred during the load sequence, causing the customer to experience a "high" blood glucose (bg) level. The customer administered a correction bolus to address the bg level. Reportedly, the customer cleared the alarm and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.